Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and passed all testing. The clinical file was evaluated and did show two circumstances where the CPR analysis being halted likely due to poor coupling of the pads to the patient. When the requirements were met during the event, the rhythm was determined to be nonshockable. The investigation concluded that the device met specifications and performed as designed. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.